Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 20aug2020.

Event description:
Navigation ring failure during preventive maintenance. There was no patient involvement.

Manufacturer narrative:
It was reported to philips that there was a navigation ring failure during preventative maintenance (pm). The device was not in clinical use at the time of the event. There was no report of patient or user harm. The customer requested that a philips field service engineer (fse) be dispatched to the customer site to provide additional assistance. The fse replaced the front bezel assembly to resolve the reported issue. The device passed testing after repair was completed and was returned to service.